Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that there was an apparent fracture of the right ventricular lead. The lead was removed and replaced. No patient complications have been reported as a result of this event. It was subsequently reported that during the lead replacement procedure, the device would not "seed the lead setscrew" and it was discovered that there was a large dent in the can. It was also reported that the patient had a history of ventricular tachycardia. The device was removed and replaced.

Event description:
It was reported that during the lead replacement procedure, the device would not "seed the lead setscrew" and it was discovered that there was a large dent in the can. It was also reported that the patient had a history of ventricular tachycardia. The device was removed and replaced. It was further reported that there was difficulty reseeding the new lead into the header of the old device and that the set screw would not set. It was also reported that the large dent in the explanted can was due to a difficult explant and the device was believed to be unsafe for reuse.